Manufacturer narrative:
The following fields were updated due to additional information: e1: initial reporter e-mail:(B)(6). Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, the rubber sleeve of an unspecified number of devices tears resulting in sample leakage during tube filling. Blood drips onto the floor and nurse's hands. There is no report of post exposure testing or medical intervention.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, the rubber sleeve of an unspecified number of devices tears resulting in sample leakage during tube filling. Blood drips onto the floor and nurse's hands. There is no report of post exposure testing or medical intervention.